Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that, when the pump is powered on, it alarms cassette not attached properly. There was no patient involvement.